Event description:
It was reported, the pt stopped using and charging her scs system approximately 2 year ago as she had other health issues unrelated to the system. Her ipg is inoperable; however, the pt allegedly has no plans to replace the device.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.